Event description:
It was reported that during a laparoscopic colectomy procedure, throughout the procedure they kept getting generator error to re-start the machine. When the surgeon was using the device they surgeon felt the device was not coagulating properly. There was a lot of oozing. The surgeon would coagulate an area, see that it was oozing and then had to go over the same area again. A new device was used to complete the procedure. Post-op the patient has bleeding. It is possible that the patient will have to go back to surgery to correct the bleeding. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information from account: pt originally scheduled for surgery on april 4th lap assist colon resection. During procedure omental vessels, not coagulating correctly. Surgeon did the colon resection. Minimal ooz - under control. Thought everything was good and closed up. Sent pt upstairs. Pt continued to have difficulty on floor and then a few days later on april 10th re-op. A small hole in colon from resection staple line with huge hematoma found. Resectioned hole and patient received a colostomy. About 24 hour out "hemoglobin and hematocrit" dropped. 4 units transfused and shipped on (B)(4). Patient shipped out to (B)(4) because of the bleeding. As far as the hole in the colon was likely caused by the staple line tension/staple separation, etc. The bleeding that occurred was surrounding the staple line from the omental tissue. The omental tissue is separated by the harmonic. I think that we're talking two separate issues with the colon hole, and the bleeding that occurred. The hematoma seemed to be caused from an omental bleed. The surgeon did not try to use an additional device, only the harmonic scapel. Another disposable harmonic handpiece was opened to troubleshoot the problem. The oozing "slowed down" after numerous times going across the vessels. Did not "seal" like the harmonic usually does. But the bleeding did slow down. Obviously there was not interference with another device as there was not one used. The errors were occurring the entire case. When he was sealing, then he was not sealing, even when the device was simply sitting on the drapes not in use. Please check out our history of complaints as this same problem has been occurring every since the disposables were upgraded to the new model, and the machine was upgraded with software. We do not know the patients status. He was transferred to (B)(6) hospital . The device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. In addition, the device passed the cut test successfully. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly kept getting generator error to re-start the machine. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. In addition, the device passed the cut test successfully. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly kept getting generator error to re-start the machine. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.